Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels reaching over 400 mg/dl. During troubleshooting with tandem technical support it was noted that there was a large air gap in the tubing. Tandem technical support guided the customer through priming the tubing. Customer delivered a bolus to bring bg levels to target range.